Event description:
A (B)(6) patient was treated for carotid artery lesion in the left internal carotid artery (ica). After proper placement of an angioguard rx 6mm filter distal lo the lesion a precise pro rx nitinol stent was tracked along the 0.014" wire to the site of the lesion. Before use of the stent, the system was flushed with saline according to the manufacturer's instructions. The physician encountered some resistance when tracking the stent to the lesion site. Following successful stent deployment, the physician was unable to remove the stent delivery system from the angioguard wire and was forced to retrieve the angioguard with the stent delivery system prematurely, without performing post-dilatation. A guiding catheter was used for retrieval. Analysis of the stent indicated that a separation was found at 8cm from the ID band; it appeared to have been pulled prior to the separation. Nothing unusual was noted about the devices prior to use. Access was via the right femoral artery. The indication for treatment was an ulcerated plaque. The degree of stenosis was not significant. There was no calcification or vessel tortuousity. The stent delivery system did not pass through any acute bends. There was no excessive torque used during advancement or delivery of the angioguard. The angioguard and the stent were inserted into a guiding catheter ig. There were not any adverse consequences to the patient. The cas procedure was routine with no special events apart from the difficulty to retrieve the stent delivery system after deployment of the stent. The procedure ended prematurely because of the device failure with no adverse events.

Manufacturer narrative:
Please note that the previously submitted conclusion was corrected to include the information regarding the separation of the precise stent. There were no changes to the conclusion codes: a (B)(6) patient was treated for carotid artery lesion in the left internal carotid artery (ica). After proper placement of an angioguard rx 6mm filter distal to the lesion a precise pro rx nitinol stent was tracked along the 0.014" wire to the site of the lesion. Before use of the stent the system was flushed with saline according to the manufacturer's instructions. The physician encountered some resistance when tracking the stent to the lesion site. Following successful stent deployment, the physician was unable to remove the stent delivery system form the angioguard wire and was forced to retrieve the angioguard with the stent delivery system prematurely, without performing post-dilatation. A guiding catheter was used for retrieval. Analysis of the stent indicated that a separation was found at 8cm from ID band; it appeared to have been pulled prior the separation. Nothing unusual was noted about the devices prior to use. Access was via the right femoral artery. The indication for treatment was an ulcerated plaque. The degree of stenosis was not significant. There was no calcification or vessel tortuousity. The stent delivery system did not pass through any acute bends. There was no excessive torque used during advancement or delivery of the angioguard. The angioguard and the stent were inserted into a guiding catheter ig. There were there any adverse consequences to the patient. The cas procedure was routine with no special events apart from the difficulty to retrieve the stent delivery system after deployment of the stent. The procedure ended prematurely because of the device failure with no adverse events. One non sterile precise pro rx ous carotid system, 5f, 8mm x 40mm, 135 cm was received coiled inside a plastic bag. An angioguard was inserted in the wire lumen. A separation was found at 8cm from ID band; it appeared to have been pulled prior the separation. Blood residues were observed in outer member. Guide wire was wavy and kinked at 8.5cm and 41cm from distal tip. A filter basket was received deployed. The outer diameter (od) of the outer sheath was measured and it was found acceptable. Functional analysis could not be performed since the angioguard filter basket was already deployed. DHR could not be performed since the lot provided does not belong to this family. The cause of the 'separation' could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect these kind of issues. Handling and procedural factors could be contributed to this condition; therefore no corrective or preventive actions will be taken at this time. The complaint reported by the customer as: 'resistance/unable to remove the stent delivery system form the angioguard' could not be conclusively determined during the analysis due to functional analysis could not be performed as indicated per procedure due to the condition of product as received. However, the cause of the reported event seems not to be manufacturing related; procedural factors could have affected the events experienced by the costumer, controls are in placed at the final assembly and packaging processes to detect these kind of issues; therefore no corrective or preventive actions will be taken at this time. The cause of the catheter separation could not be conclusively determined. However, due to the reported severe resistance/friction between the two devices it is possible that an excessive amount of force was used in the attempt to separate the two resulting in the fracture of the catheter.

Manufacturer narrative:
One non sterile precise pro rx ous carotid system, 5f, 8mm x 40mm, 135 cm was received coiled inside a plastic bag. An angioguard was inserted in the wire lumen. A separation was found at 8cm from ID band; it appeared to have been pulled prior to the separation. Blood residues were observed in outer member. Guide wire was wavy and kinked at 8.5cm and 41cm from distal tip. A filter basket was received deployed. The outer diameter (od) of the outer sheath was measured and it was found acceptable. Functional analysis could not be performed since the angioguard filter basket was already deployed. DHR could not be performed since the lot provided does not belong to this family. The cause of the "separation" could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect these kind of issues. Handling and procedural factors could be contributed to this condition; therefore no corrective or preventive actions will be taken at this time. The complaint reported by the customer as: "resistance/unable to remove the stent delivery system from the angioguard" could not be conclusively determined during the analysis due to functional analysis could not be performed as indicated per procedure due to the condition of product as received. However, the cause of the reported event seems not to be manufacturing related; procedural factors could have affected the events experienced by the costumer, controls are in placed at the final assembly and packaging processes to detect these kind of issues; therefore no corrective or preventive actions will be taken at this time. The cause of the catheter separation could not be conclusively determined. However, due to the reported severe resistance/friction between the two devices it is possible that an excessive amount of force was used in the attempt to separate the two resulting in the fracture of the catheter.